Event description:
When will the FDA require consent for clip use? How dare surgeons be allowed to put clips (foreign bodies) in patients without their knowledge or consent. Please see attached xrays. These four people have had clip removal surgery and we still have clips in us because they are hard to find in the thyroid area. They are risky to remove especially the ones stuck up high near the top of trachea and esophagus, sitting on the esophagus. They are painful. The clips on the top xray and the ones removed with all the tissue are made by teleflex medical/weck horizon clips. What if this was done to you or your family member?; (toture devices). FDA safety report ID # (B)(4).